Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by inspection of the received image of the device. Method & results: device evaluation and results: the device was not received. Visual inspection of the received image of the device noted that the head was covered with blood stains. Dimensional, functional, material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intraoperatively, trunnionosis, corrosion, "a lot of black tissue", and liner wear at the rim were noted. Visual inspection of the received image of the device noted that the head was covered with blood stains. Visual inspection of the received image of the stem with this head noted the stem neck wear, consistent with taper lock failure which leads to disassociation of the head from the stem. Although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall which was initiated for the lfit v40 cocr heads. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intraoperatively, trunnionosis, corrosion, "a lot of black tissue", and liner wear at the rim were noted. A 36 +10 lfit v40 head, accolade tmzf stem, and poly liner were revised to an eon stem, ceramic femoral head, and mdm/adm liner construct.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intraoperatively, trunnionosis, corrosion, "a lot of black tissue", and liner wear at the rim were noted. A 36 +10 lfit v40 head, accolade tmzf stem, and poly liner were revised to an eon stem, ceramic femoral head, and mdm/adm liner construct.